Event description:
The customer stated an architect c8000 analyzer generated a falsely decreased calcium result for one patient sample. The analyzer generated an initial calcium result of 40 mg/l and a repeat result of 94 mg/l. The falsely decreased calcium result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A discrepant calcium patient result was generated by the architect c8000 analyzer. Troubleshooting was performed and the cuvette washer was found to have a blocked nozzle. The blockage was removed to resolve the issue. Tracking and trending did not identify any adverse or non-statistical trend of a cuvette washer issue. Labeling was reviewed and found to be adequate. Based on the investigation no product deficiency was identified.